Event description:
It was reported that during a generator change due to therapy upgrade for this implantable cardioverter defibrillator (ICD) it was noted that the right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 2000 ohms. Technical services (ts) discussed that there had been abrupt changes with the impedance measurement a number of times since the past year. Technical services (ts) discussed possible troubleshooting options and mention it could possibly be a spring contact anomaly or a lead conductor anomaly. This ICD was replaced due to therapy upgrade with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a generator change due to therapy upgrade for this implantable cardioverter defibrillator (ICD) it was noted that the right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 2000 ohms. Technical services (ts) discussed that there had been abrupt changes with the impedance measurement a number of times since the past year. Technical services (ts) discussed possible troubleshooting options and mention it could possibly be a spring contact anomaly or a lead conductor anomaly. This ICD was replaced due to therapy upgrade with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.